Manufacturer narrative:
Pump received with no button response due to moisture damage keypadtraces. No scrolling numbers display anomaly noted. Unable to verify battery out limit alarm due to no button response. Unit had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 15 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.